Event description:
Additional information received reported that the surgeon was eventually able to advance the lead into the battery. It was necessary to back out the set screw a little more. After the surgery, the patient reported good stimulation where it was needed. It was believed that the purpose of the revision was to move the battery, but more information was not available.

Event description:
It was reported that the hcp had difficulty connecting a lead to an extension during a revision surgery. The lead had previously been inserted directly into the neurostimulator. The purpose of the revision surgery was unknown. Visual appearance indicated that the distal contact may not have been cylindrical, and it was reported that the lead had started to fray while the hcp attempted to insert it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565, serial# unknown, implanted: unknown, explanted: unknown, extension model unknown, serial# unknown, implanted: unknown, explanted: unknown.